Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 418mg/dl, and 103mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.